Event description:
Clinicians were attempting to defibrillate a pt with electrodes attached. The electrodes caused the associated defibrillator to display "check pads" and "poor pad contact" messages. The clinician changed the connection from the associated defibrillator to another defibrillator (zoll pd-1200, serial number unk) and the electrodes successfully discharged 200 joules to the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.